Manufacturer narrative:
Patient diagnosis: premature, tachypnea, mild respiratory distress. The event occurred on date of birth, gestational age 34 weeks at birth.

Event description:
It was reported that there was an accuracy issue with the large volume pump, and that there was a possible free flow infusion to the patient. It was then clarified that an estimated 100ml of dextrose water (d10w in a 250ml bag) overinfused to the premature neonate between 1525 and 1700, as evidenced by rise in glucose and urinary output. The pump was programmed correctly at 5.7 ml/hr, however the IV fluids continued to drip in the tubing drip chamber even after the pump was turned off. The event occurred on the patient's date of birth, at gestational age 34 weeks. The patient had a d10w infusion running through a peripheral IV at 5.7 ml/hr per the orders, which was started at 1525. The next planned blood glucose accu-check was planned for 1700. Previous accu-checks before IV fluids were started had been stable at 64 and 45. When the nurse checked the blood sugar next, the accu-check read "high". The nurse rechecked, and it again said "high". A second accu-check machine was used, which also read "high" at 1712. The dextrose IV fluid infusion was immediately stopped and the entire IV pump system was turned off. The provider was called to the bedside. Serum glucose was obtained immediately and sent to the lab at approximately 1725. The d10w bag showed that the fluid inside the bag which started above the "50" line was now at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing set when priming lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After the IV pump system was turned off, fluid was still seen dripping into the reservoir chamber below where the bag is spiked and the fluid level was slightly below the "150" line on the bag. Both the tubing set roller clamp and tri-set port were clamped and the IV tubing was removed from the patient (the peripheral IV was saline locked). The patient's diapers were weighed from 1700 to 1730, weighing 14g and 30g. The patient's serum glucose was critically high at 971. At approximately 1820, another serum glucose and electrolytes were sent to the lab. The diaper changed at this time weighed 15g. The patient had a critically low sodium of 128 due to fluid overload and a critically high glucose of 645. The patient required multiple blood draws including an arterial blood gas (abg), and required new IV therapy once the d10w infusion was stopped. The nurse and provider continued monitoring at the bedside, and the patient's vitals and status were stabilized overnight.

Manufacturer narrative:
Additional information: second medwatch#, b5.

Event description:
It was reported that there was an accuracy issue with the large volume pump, and that there was a possible free flow infusion to the patient. It was then clarified that an estimated 100ml of dextrose water (d10w in a 250ml bag) overinfused to the premature neonate between 1525 and 1700, as evidenced by rise in glucose and urinary output. The pump was programmed correctly at 5.7 ml/hr, however the IV fluids continued to drip in the tubing drip chamber even after the pump was turned off. The event occurred on the patient's date of birth, at gestational age 34 weeks. The patient had a d10w infusion running through a peripheral IV at 5.7 ml/hr per the orders, which was started at 1525. The next planned blood glucose accu-check was planned for 1700. Previous accu-checks before IV fluids were started had been stable at 64 and 45. When the nurse checked the blood sugar next, the accu-check read "high". The nurse rechecked, and it again said "high". A second accu-check machine was used, which also read "high" at 1712. The dextrose IV fluid infusion was immediately stopped and the entire IV pump system was turned off. The provider was called to the bedside. Serum glucose was obtained immediately and sent to the lab at approximately 1725. The d10w bag showed that the fluid inside the bag which started above the "50" line was now at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing set when priming lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After the IV pump system was turned off, fluid was still seen dripping into the reservoir chamber below where the bag is spiked and the fluid level was slightly below the "150" line on the bag. Both the tubing set roller clamp and tri-set port were clamped and the IV tubing was removed from the patient (the peripheral IV was saline locked). The patient's diapers were weighed from 1700 to 1730, weighing 14g and 30g. The patient's serum glucose was critically high at 971. At approximately 1820, another serum glucose and electrolytes were sent to the lab. The diaper changed at this time weighed 15g. The patient had a critically low sodium of 128 due to fluid overload and a critically high glucose of 645. The patient required multiple blood draws including an arterial blood gas (abg), and required new IV therapy once the d10w infusion was stopped. The nurse and provider continued monitoring at the bedside, and the patient's vitals and status were stabilized overnight. Received a copy of the customer's maude database report from FDA which states, ¿patient had a dextrose 10% (d10) medication running through a left-arm peripheral IV (piv) at 5.7 ml/hr per orders. D10 fluids started. After discussing with neonatal nurse practitioner (nnp), another accu-check would be obtained 1.5 hrs later. Once fluids strung, fluid level in bag above the "50" line. Previous accu-checks before IV fluids had been stable at 64 and 45. When accu-check obtained, it read "high". This rn rechecked, and it again said "high". Nnp's called and ordered to try second accu-check machine, which also read "high" a few minutes later. IV fluids immediately stopped and entire IV pump system turned off. Nnps at the bedside. Serum glucose obtained immediately and sent to lab at approximately 10 minutes later. D10 bag was at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing when stringing lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After IV pump system turned off, fluid was still seen dripping into reservoir chamber below where bag is spiked, and the fluid level was slightly below the "150" line on the bag. Both roller and tri-set port clamped, and IV tubing removed from patient. Piv saline locked. Nnp at bedside for this. Diapers weighed from 2nd care visit. The patient urinated during the diaper change so two diapers were used. The first diaper weighed 14g and the second weighed 30g. Nnps updated on this. 20 minutes later, lab results were still not input in powerchart. Called lab again regarding this. Lab results called to nicu and called to nnp. Serum glucose was critical at 971. Patient's vitals stable and monitoring and rn at bedside. Mother updated in her mother-infant unit room by nnps. Approximately 10 minutes later, serum glucose and electrolytes drawn per nnp and sent to lab. Diaper changed at this time and weighed 15g. Critical sodium of 128 and critical glucose of 645 called to nicu from lab. These results were called to nnp. Patient's vitals and status stable. This rn at bedside and monitoring." Received a copy of the customer's medsun report from FDA which states, "patient had a dextrose 10% (d10) medication running through a left-arm peripheral IV (piv) at 5.7 ml/hr per orders d10 fluids started after discussing with neonatal nurse practitioner (nnp) , another accu-check would be obtained 1 5 hrs later. Once fluids strung, fluid level in bag above the "50" line previous accu-checks before IV fluids had been stable at 64 and 45. When accu-check obtained, it read "high" this rn rechecked, and it again said "high". Nnp's called and ordered to try second accu-check machine, which also read "high" a few minutes later. IV fluids immediately stopped and entire IV pump system turned off. Nnps at the bedside. Serum glucose obtained immediately and sent to lab at approximately 10 minutes later. D10 bag was at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing when stringing lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After IV pump system turned off, fluid was still seen dripping into reservoir chamber below where bag is spiked, and the fluid level was slightly below the "150" line on the bag both roller and tri-set port clamped, and IV tubing removed from patient. Piv saline locked. Nnp at bedside for this. Diapers weighed from 2nd care visit. The patient urinated during the diaper change so two diapers were used. The first diaper weighed 14g and the second weighed 30g nnps updated on this. 20 minutes later, lab results were still nor input in powerchart called lab again regarding this lab results called to nicu and called to nnp. Serum glucose was critical at 971. Patient's vitals stable and monitoring and rn at bedside. Mother updated in her mother-infant unit room by nnps approximately 10 minutes later, serum glucose and electrolytes drawn per nnp and sent to lab diaper changed at this time and weighed 15g. Critical sodium of 128 and critical glucose of 645 called to nicu from lab. These results were called to nnp patient's vitals and status stable. This rn at bedside and monitoring."

Manufacturer narrative:
Additional information: medwatch#, b5.

Event description:
It was reported that there was an accuracy issue with the large volume pump, and that there was a possible free flow infusion to the patient. It was then clarified that an estimated 100ml of dextrose water (d10w in a 250ml bag) overinfused to the premature neonate between 1525 and 1700, as evidenced by rise in glucose and urinary output. The pump was programmed correctly at 5.7 ml/hr, however the IV fluids continued to drip in the tubing drip chamber even after the pump was turned off. The event occurred on the patient's date of birth, at gestational age 34 weeks. The patient had a d10w infusion running through a peripheral IV at 5.7 ml/hr per the orders, which was started at 1525. The next planned blood glucose accu-check was planned for 1700. Previous accu-checks before IV fluids were started had been stable at 64 and 45. When the nurse checked the blood sugar next, the accu-check read "high". The nurse rechecked, and it again said "high". A second accu-check machine was used, which also read "high" at 1712. The dextrose IV fluid infusion was immediately stopped and the entire IV pump system was turned off. The provider was called to the bedside. Serum glucose was obtained immediately and sent to the lab at approximately 1725. The d10w bag showed that the fluid inside the bag which started above the "50" line was now at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing set when priming lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After the IV pump system was turned off, fluid was still seen dripping into the reservoir chamber below where the bag is spiked and the fluid level was slightly below the "150" line on the bag. Both the tubing set roller clamp and tri-set port were clamped and the IV tubing was removed from the patient (the peripheral IV was saline locked). The patient's diapers were weighed from 1700 to 1730, weighing 14g and 30g. The patient's serum glucose was critically high at 971. At approximately 1820, another serum glucose and electrolytes were sent to the lab. The diaper changed at this time weighed 15g. The patient had a critically low sodium of 128 due to fluid overload and a critically high glucose of 645. The patient required multiple blood draws including an arterial blood gas (abg), and required new IV therapy once the d10w infusion was stopped. The nurse and provider continued monitoring at the bedside, and the patient's vitals and status were stabilized overnight. Received a copy of the customer's maude database report from FDA which states, ¿patient had a dextrose 10% (d10) medication running through a left-arm peripheral IV (piv) at 5.7 ml/hr per orders. D10 fluids started. After discussing with neonatal nurse practitioner (nnp), another accu-check would be obtained 1.5 hrs later. Once fluids strung, fluid level in bag above the "50" line. Previous accu-checks before IV fluids had been stable at 64 and 45. When accu-check obtained, it read "high". This rn rechecked, and it again said "high". Nnp's called and ordered to try second accu-check machine, which also read "high" a few minutes later. IV fluids immediately stopped and entire IV pump system turned off. Nnps at the bedside. Serum glucose obtained immediately and sent to lab at approximately 10 minutes later. D10 bag was at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing when stringing lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After IV pump system turned off, fluid was still seen dripping into reservoir chamber below where bag is spiked, and the fluid level was slightly below the "150" line on the bag. Both roller and tri-set port clamped, and IV tubing removed from patient. Piv saline locked. Nnp at bedside for this. Diapers weighed from 2nd care visit. The patient urinated during the diaper change so two diapers were used. The first diaper weighed 14g and the second weighed 30g. Nnps updated on this. 20 minutes later, lab results were still not input in powerchart. Called lab again regarding this. Lab results called to nicu and called to nnp. Serum glucose was critical at 971. Patient's vitals stable and monitoring and rn at bedside. Mother updated in her mother-infant unit room by nnps. Approximately 10 minutes later, serum glucose and electrolytes drawn per nnp and sent to lab. Diaper changed at this time and weighed 15g. Critical sodium of 128 and critical glucose of 645 called to nicu from lab. These results were called to nnp. Patient's vitals and status stable. This rn at bedside and monitoring.

Event description:
It was reported that there was an accuracy issue with the large volume pump, and that there was a possible free flow infusion to the patient. Although requested, further information was not provided.

Manufacturer narrative:
The report of a free flow d10w overinfusion to premature neonate was neither confirmed nor replicated. Pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed dull. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The front case was observed with impact damage. The rear case was observed with cracks on the front left, front right, and bottom sides. A review of the device error logs found no errors during the time of the reported event. The pcu event log shows pump module s/n (B)(6) was programmed to infuse drugid 6 at a rate of 5.7ml/hr with a vtbi of 5.7ml at 3:13 pm on (B)(6) 2020. At 4:13 pm, the infusion completed, and the device transitioned to kvo at the kvo rate of 5.7ml/hr. The user then restored and started the previous infusion running at 5.7ml/hr (vtbi 5.7ml). At 5:00 pm, the infusion was paused and subsequently channeled off at 5:03 pm. The volume recorded as being infused during this period was 10.175ml. There were no anomalies observed with the returned primary set (model 2432-0007) and there were no leaks observed from the set. The source disposable set was evaluated for concentricity and was found to be within specification. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported free flow d10w overinfusion to premature neonate was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 25 october 2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 23 december 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was an accuracy issue with the large volume pump, and that there was a possible free flow infusion to the patient. Although requested, further information was not provided.